Event description:
The device was explanted due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued- (B)(4) analysis was normal. No anomaly found.